Event description:
It was reported that the health care professional (hcp) called to ask if the patient could undergo a magnetic resonance imaging (MRI). Technical services (ts) confirmed that there were concerns about the right ventricular (rv) lead showing signs of integrity issues. The rv made a switch from unipolar to bipolar mode and high out of range pacing impedance were noticed. This lead remains in service. No adverse patient effects were reported.